Event description:
This is a spontaneous report by a patient from the (B)(6) of fever and peritonitis in the patient coincident with dianeal pd2, unknown bag, therapy. On an unreported date in (B)(6) 2011, the patient began treatment with dianeal pd2, unknown bag (dose, frequency and lot number not reported) intraperitoneally (ip) for continuous ambulatory peritoneal dialysis (capd). On an unreported date in (B)(6) 2011, the patient experienced peritonitis, manifested by cloudy dialysate, abdominal pain and fever. On (B)(6) 2011, the patient was hospitalized for peritonitis. On an unreported date, the patient began treatment with vancomycin (dose, frequency and administration dates not reported). The event of peritonitis was ongoing and unchanged. Outcome for the event of fever was not reported. Concomitant medications were not reported. An opinion of causality was not provided for the events of peritonitis and fever.

Manufacturer narrative:
(B)(4). The devices involved in the incident were unknown. As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. A 510k number will not be provided in the MDR as the product code and lot number are unknown. Since the lot number is unknown, no batch review will be performed. Baxter has received similar reports for the reported problem. The root cause investigation is in progress. The root cause is undetermined.